Event description:
The event involved a tego¿ connector, where a reporter stated that a fault was identified with the tego connector, resulting in air being drawn into the blood circuit. There was patient involvement, but unknown patient harm. The event occurred on an unspecified date. No further information was provided.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.